Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 432 mg/dl. Customer advised they were under a lot of stress, felt tired, low on energy and they treated their high blood glucose via insulin pump. Customer advised the drive support cap was normal. Customer advised they were at work and the tubing clamp was not with them so they were unable to perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.